Event description:
It was reported that the ncb broke 2 months after implantation.

Manufacturer narrative:
Evaluation by third party. The product involved in this complaint was not returned to zimmer, but sent to a third party for evaluation. The patient has initiated this evaluation. The evaluation report states that the ncb broke due to fatigue. From the physical examination of the explants, there is no indication that the devices failed to meet specification or failed to perform as intended. The investigation could not verify or identify any evidence of a device deficiency causing or contributing to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional information be received that changes this conclusion, an amended medical device report will be filed. Zimmer considers the investigation closed.